Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was confirmed to be in safety mode with good unipolar vvi pacing. The device was programmed out of safety mode and back into operation mode. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. Examination of the device memory confirmed that the device went into safety mode as a result of experiencing firmware resets. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.

Event description:
Boston scientific received information that during an attempt to terminate an atrial tachycardia using programmed electrical stimulation, telemetry was lost between the programmer and the pacemaker. The programmer wand was placed over the device, however, slipped and then a safety mode and ram assertion fault message was observed. Additionally, pacing inhibition for greater than two seconds of asystole was observed. Ts discussed that in safety mode, the automatic gain control goes to 0.25 millivolts with no magnet response and output of 5 volts at 1 millisecond. The device was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.